Event description:
Healthcare professional reported "rupture¿ via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture¿ via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on july 18, 2025, with lot number 1820926. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive as per the investigation procedure, creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.